Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. D6b: explant date: procedure happened two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071130/7071223.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate stimulation. The explanted devices will not be returned. No further information could be obtained.